Event description:
In late 2008, the lay-user/pt contacted lifescan alleging that the one touch basic meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate and the info obtained during the f/u call. The pt tests his blood glucose 5 to 7 times per day. The pt takes 33 units of nph in the morning and 5-7 units of nph at night. When the pt's blood glucose goes above 200 mg/dl, he uses the regular insulin based on a sliding scale per the lfs meter readings. The pt indicated that on two occasions prior to contacting lfs, he obtained inaccurately high readings on the subject meter. The pt reportedly obtained a blood glucose reading of "295 mg/dl" at 2:30 pm on an unspecified date and took some extra regular insulin. The pt indicated that he had been eating as usual on that day and had not skipped any meals. A 6pm, the pt developed symptoms described as "shaky" and obtained a blood glucose reading of "50 mg/dl" on the subject meter. The pt administered self-treatment with orange juice and felt much better soon after. The duration of the symptoms was a "few minutes". The pt feels that had the subject meter been giving him the correct readings on that day, he would have been able to prevent his "low sugar" episode. The pt insulin regimen had not been immediately changed prior to or after the aforementioned incident. The pt rec'd the new product and indicated that his new meter seems to be working fine. During troubleshooting, the pt reported blood glucose results of "295 mg/dl" with a lifescan meter and "240 mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and or <=30 mg/dl. The customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed that he was hypoglycemic after he took insulin per an alleged inaccurate reading obtained on the lfs product. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for eval. If the products(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.